Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-apr-21 reported the patient's weight at time of event was (B)(6) pounds. It was noted when asked for the reason for the prolonged removal of the pump it was stated the healthcare professional was not present during this replacement. No further complications were reported/anticipated.

Event description:
Additional information received on (B)(6) 2017 reported on (B)(6) 2017, it was learned that after pump replacement on (B)(6) 2017, the patient was hospitalized for a "post-operative reaction," further described as dehydration and infection (unspecified). At the hospital, the patient was administered unspecified antibiotics and intravenous (IV) fluid. As of (B)(6) 2017, the treatment with baclofen continued. After routine pump replacement in (B)(6) 2017, the patient experienced diarrhea, dehydration, and an unspecified infection, and "breathing shut down" as it was previously reported. The pump was replaced. It was again reported that the patient "had a hard time coming out of the anesthesia." They went through "increased pain/withdrawals" because of the pump medication decrease. The symptoms resolved with baclofen dose increase and antibiotics. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was not reported. The reason for use was spinal pain. It was reported that the doctor put in "ancef" which is contraindicated for use with narcotics and it "shut my whole system down and about killed me." The patient stated that ¿it was pretty scary¿ and wondered if there have seen other patients who have encountered the same issue. Patient services (ps) reviewed expectations regarding approved drugs for use in the pump and ps does not have any information available specific to the use of ancef. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration, morphine with an unknown dose and concentration, and an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient has never had any issues prior to the current pump replacement that happened on (B)(6) 2017 due to longevity. It was also stated that the patient had prior pumps replaced due to longevity also. It was reported on the evening after pump replacement due to longevity ((B)(6) 2017) that the patient had uncontrollable diarrhea. It was also noted the patient had uncontrollable sneezing right before the patient's breathing shut down, and the patient felt like they were allergic to something. It was noted that the diarrhea kept building and building and was very bad to say the least. It was noted patient went via ambulance to the hospital and patient was stabilized and then sent home. It was stated that the patient was incoherent and had diarrhea all night after coming home. The diarrhea last from a tuesday night until sunday when they finally got it under control for the patient. It was noted the next day ((B)(6) 2017) the patient laid down in a car and was incoherent and remembered nothing about their appointments, but stated they went to their healthcare professional (hcp) who turned the pump halfway down hoping it was not malfunctioning and then the patient went same day to see surgeon. It was noted that the patient had horrible diarrhea and was incoherent during appointments with hcp and surgeon. Surgeon immediately admitted the patient to the intensive care unit (ICU). It was noted that patient's electrolytes were gone, the patient's body was shutting down, and was not producing electrolytes to keep their body going. It was noted they tested the patient for everything and found no medical reason why the patient was undergoing this; stating they had no illnesses, no viruses, etc. The patient felt the anesthesia from the initial surgery was a factor. It was noted the patient had a hard time coming out of the anesthesia from the pump replacement surgery. It was stated that the patient was in the replacement operating room an hour longer than the patient was scheduled for. It was noted that patient wanted to notify manufacturer in hopes that the hcp would figure out what was going on. It was noted that when hcp turned the pump down that the patient went through increased pain and withdrawals because of the pump medication decrease. It was noted that was resolved when they finally got it all figured out and increased the pump medication back up again. It was noted in 1992 the patient had chronic pain issues and had been placed under anesthesia "100 times in the past" for epidurals and never had any problems awakening from the anesthesia in the past. It was noted that prior to the pump, the patient was a body builder and broke their own spine and caused soft tissue damage. It was stated that the pump implant allowed the patient to keep moving and runs a part time business as a home inspector and felt the pump kept him moving. It was stated that patient heals fast except for their pre-existing spine issue prior to the pump. It was noted that the situation was resolved. It was stated that they used the same medication out of the patient's old pump that they replaced. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.